Manufacturer narrative:
There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of error messages during operation could not be confirmed. Footswitch passed functional testing using a known good rf generator and wand simulator. All functions perform as expected with no faults or errors during functional testing. The complaint was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.

Event description:
It was reported that an error message occurred during the case. No significant delay or patient injury reported. No back up was available.

Event description:
It was reported that an error message occurred during the case. No significant delay or patient injury reported.